Event description:
It was reported that the patient was in pain. It was noted that the patient was always in pain. It was noted that overnight the implantable neurostimulator (ins) turned off and due to the ins turning off the patient was in more pain. It was noted that the patient was also in pain because she fell 2-3 weeks prior to report which caused increased pain. It was noted that when the patient fell she broke her hand in 4 places, screwed up her knee, and hurt her stomach. It was noted that the healthcare professional (hcp) could not see anything wrong, but the patient thought that it was bruised. Refer to manufacturer report # 3004209178-2014-09833.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v937819, implanted: (B)(6) 2012, product type: lead. (B)(4).